Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 341 mg/dl, 71 mg/dl, and 348 mg/dl around 9-10 a.m. No actions taken based on device results. Requested return of suspect device, and replacement was sent.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter stretched and detached. The detachment occurred outside the patient. The stent was able to be deployed with no reported patient complications.the patient was reported to be in good condition after the procedure.